Event description:
The clinic reported an incident of excess weight removal. The pt experienced severe cramping, hypotension and blurred vision. Clinic staff administered 3000 cc saline and terminated the treatment one hour early. Gambro technical services (gts) functionally tested the machine and found the calibration of pressure relief valve #3 (prv3) had drifted. The regulator was calibrated and the machine placed back into service.